Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.